Event description:
The account alleged the foot side rail is stuck in the lowered position. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.